Event description:
User alleged they had one event involving an endotracheal tube holder and the foam coming away from the holder. The endotracheal tube came out. The nurse and therapist bagged pt and placed on n-CPAP. The pt was reintubated and there was no pt compromise.